Event description:
Provider alleges consumer alleges flames shot out the back of the joystick when the user plugged in the charger.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.